Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly revealed that the pet lock was broken, the pull wire was retracted out of the ddt, and the embolization coil was detached from its pusher assembly. This indicated that the smart coil was detached as intended. The detached embolization coil and the handle used in the procedure were not returned for evaluation; therefore, the root cause of the reported detachment issue could not be determined. Further evaluation of the returned smart coil pusher assembly revealed a proximal kink. This damage was likely occurred due to the manual detachment attempted during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, smart coils were successfully implanted in the target location. While attempting to place the next smart coil, a penumbra smart coil detachment handle (handle) was unable to detach it after several attempts. The physician then attempted to manually detach the smart coil without success. Therefore, the smart coil was retracted for removal. When the smart coil was withdrawn into the microcatheter, it detached. Subsequently, the microcatheter containing the detached smart coil was removed from the patient and the smart coil was removed from the microcatheter. The procedure was completed using another smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.